Event description:
It was reported that during a routine follow up this pacemaker reached elective replacement indicator (eri) status. At a previous follow-up in (B)(6) 2019, battery longevity displayed two years remaining. Premature battery depletion was suspected. Surgical intervention was scheduled for (B)(6) to replace this device. Additional information received from the field representative confirmed that surgical intervention had occurred. This pacemaker was successfully replaced with a new device. No further adverse patient effects have been reported; however, it was disclosed that this patient is pacemaker dependent. This device is expected for return and analysis. Additional information: this pacemaker has been returned and analysis has been completed. This report has been updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. Analysis of the data in the device memory confirms the device had reached elective replacement time (ert) prior to explant. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. Of note, this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. Please note: patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that during a routine follow up this pacemaker reached elective replacement indicator (eri) status. At a previous follow up in (B)(6) 2019, battery longevity displayed two years remaining. Premature battery depletion was suspected. Surgical intervention was scheduled for (B)(6) to replace this device. Additional information received from the field representative confirmed that surgical intervention had occurred, and this pacemaker was successfully replaced with a new device. No additional adverse patient effects were reported.